Event description:
On (B) (6) 2008, the patient reported air bubbles had formed near the luer lock of her insulin infusion set 2 hours after she changed to a new tubing. She stated she disconnected her tubing from her infusion device and tried to prime. She then noticed there was insulin leaking at the luer lock area. She changed the tubing and made sure it was securely tightened. The patient was then able to successfully prime the infusion set. Additional training was offered to the patient and she accepted. A request for training was sent. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.